Manufacturer narrative:
The investigation determined that there were no device malfunctions. Production records indicated that guide manufacture occurred per established processes. The returned guide's trajectory aligned with the treatment plan. However, several factors were identified which may have contributed to the trajectory deviation during implant surgery. The sleeve of the returned guide was cracked and easily loosened. The sleeve condition was verified to be intact prior to its original shipment to the doctor; therefore, the sleeve's loosened state likely occurred due to excessive drill force or rough handling during shipping. A loose sleeve may have contributed to the trajectory deviation. Additionally, treatment plan review determined that the implant was planned in close proximity (approximately 1.11 mm) to the buccal plate. The area buccal to the implant site also appeared to be grafted prior to surgery. Therefore, the close proximity and the softer bone could have contributed to the drill deviating towards the buccal plate. Free handing performed after initial pilot osteotomy also could have resulted in further deviation from the planned trajectory.

Event description:
Doctor used a surgical guide to perform pilot drilling at implant site 10. The doctor observed that the pilot drill had pierced the buccal plate and trajectory was off compared to the treatment plan. The doctor placed the implant and attempted to graft over the exposed buccal threads. Post-op scan revealed that the apex of the implant is still exposed. Doctor is planning to remove the implant in a subsequent surgery.